Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was 196 mg/dl. The customer stated that the insulin pump had a multiple pump error. The customer stated that they able to clear the alarm. The customer stated that they able to rewind the pump. The customer was performed self test and they got another hardware low level failures. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement and test self test. No error 79 and error 2 noted during testing. Pump error 63 alarm found in the insulin pump history file due to software error.